Event description:
The following has been reported: biomed reported: "the screen is discolored and has lines on the display." Patient harm: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for lcd touchscreen issues. After the device was powered on, it was observed that the image displayed on the lcd was distorted and discolored. The touchscreen was difficult to operate due to the image constantly shifting during use. The device was opened to inspect for internal damage. Four screw mounts for the main pcba on the front housing are damaged and the board is loose. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. The battery hours will be reset on the device after the batteries have been changed.